Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to reprocessing that was not completed since leakage occurred from the connector contact pin. Subsequently, the materials remained at the air/water (aw)-channel. A further cause of the leakage could not be presumed. Occurrence of the event can be detected/prevented by handling the device according to the following instructions for use (IFU): detection methods are written in IFU: gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. Prevention measures are written in IFU: gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. It is recommended that the user facility contact olympus for repair when an abnormality of the device such as leakage/damage is detected ¿ the user facility is furthermore encouraged to contact olympus should they have questions or uncertain steps, so that observation/training may be provided. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and evaluated. In addition to the malfunction documented in b5, the other evaluation findings are as follows: the radio frequency identification label and sterilization peel off; there is a leak from the connector contact pin; the insertion tube insulation has a megaohm value equal to 4; there is a cut on the edge of switch 2/camera, but not leaking; the down spring of the control knob is back 20 degrees; there is a dent on the plastic distal end cover and is missing glue on the nozzle screw pin; there is a crack in the bending section cover glue; there is old chemiglaze at 140cm, peel off and discoloration; there is white residue on both sides of the channel; there is a scratch on the grip/advanced diagnostics grip & the scope cover is dry; and, there is a leak from the contact pin and a scratch, advanced diagnostics is dry. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the colonovideoscope failed the leak test. The device was returned for evaluation. During the device evaluation, the problems related to reprocessing was found. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.